Event description:
Description/event details: this is a complaint about service liquid leaked from the gap between protector and vial during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector and the needle of the protector penetrated the rubber stopper properly. Functional testing was performed and no leakage was observed. Dimensional testing was performed on the vial and found the height of the vial cap was 6mm, which is below the recommended height. As a result, this creates a gap between the connection which can cause a leakage as the one reported. A review of the device history was performed for lot 2402138, no deviations or nonconformance's were identified during the manufacturing process that could have contributed to the reported incident. Retained samples from the reported lot were used for further evaluation. All product was visually inspected, no damage or defects were observed. The protectors were assembled to the vial using the m12 assembly fixture. In all cases, the liquid was able to flow from the vial into the syringe without problems and no leakage was observed between the protector and the vial. Product undergoes visual and functional inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification all critical dimensions are within specification. No issues related to the reported incident were found. Based on the investigation results and sample evaluation, the root cause of this incident is related to the incorrect vial size for the protector that was used, measuring smaller than specification. It is important to follow the instructions for use when using phaseal devices to ensure the product functions as intended. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description/event details: this is a complaint about service liquid leaked from the gap between protector and vial during use. The protector was attached manually. Medication used is keytruda.